Event description:
It was reported that during a stenting treatment, a shaft fracture occurred. The 75% stenosed lesion being treated was located in the mildly calcified, moderately tortuous 2nd obtuse marginal artery. The physician was direct stenting with a 2.75x8mm promus element plus stent delivery system (sds) and had advanced the sds to the target lesions without resistance, however the shaft fractured approximately 10 inches from the hub. The device was successfully removed and another 2.75x8mm promus element plus sds was advanced; however it would not cross the lesion. Upon removal of the sds it was noted to have a major bend. No other devices were able to cross the lesion and the procedure was ended. No patient complications were reported and the patient' status is ok.

Event description:
It was reported that during a stenting treatment a shaft fracture occurred. The 75% stenosed lesion being treated was located in the mildly calcified, moderately tortuous 2nd obtuse marginal artery. The physician was direct stenting with a 2.75x8mm promus element plus stent delivery system (sds) and had advanced the sds to the target lesions without resistance, however the shaft fractured approximately 10 inches from the hub. The device was successfully removed and another 2.75x8mm promus element plus sds was advanced however it would not cross the lesion. Upon removal of the sds it was noted to have a major bend. No other devices were able to cross the lesion and the procedure was ended. No patient complications were reported and the patient' status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 295mm distal from the strain relief. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).